Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had an unspecified alarm on the homechoice (hc) device at the beginning of peritoneal dialysis (pd) therapy, before the hp connected. The hp stated that they had issues clearing the alarm. They then disconnected and turned the hc machine off. The technical service representative (tsr) assisted the hp in removing the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.